Event description:
Customer reported that he was getting more insulin than needed from the pump, causing him to go low. He had to call the paramedics twice for that. No specific incident date was given, so the notified date of (B)(6) 2024 was used as the event date. Troubleshooting was not done since helpline could not reach the customer. Pump was used within 48 hours of the low. It is unknown if customer will continue to use pump. Pump is not returning for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a possible over-delivery anomaly, customer stated that the insulin pump delivered more insulin than needed, resulting in lower blood glucose. The customer had to contact para-medical twice due to low blood glucose levels. DHR was requested for other reasons. The customer reported hypoglycemia treated with emergency medical service/ambulance/emergency room visit. The customer reported that the cause of the event was unknown as nothing was identified in troubleshooting. The event involved product(s) mmt-332a, mmt-1880, and mmt-398a. Troubleshooting was not performed. The customer reported low blood glucose. It was unclear whether the customer had used the insulin pump system within 48 hours, and whether the auto mode feature was active at the time of the event. No further customer complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1880. No product return is required for mmt-398a.